Event description:
An attorney representing a physician reported an incident thought by the attorney to have occurred in 2003 in connection with an epilight device. The attorney mentioned "arm burns and/or suntan resulting in burns." The attorney agreed to provided patient, device and incident details to lumenis, but did not provide these details to lumenis.

Manufacturer narrative:
No device eval was possible. Lumenis has no record of the physician as a lumenis customer. The subject device appears to be an epilight device, but based on the limited details available, lumenis could not confirm either the device model or the serial number. Lumenis has requested the device facts and incident details through discovery. If lumenis obtains significant additonal details in the future, a follow-up medwatch will be filed.